Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that button on insulin pump were not always responding and has to enter 2 to 3 times as a result miss entered info. Customer¿s blood glucose was unknown. Customer stated that battery life has diminished, insulin pump had unusual louder grinding noise during rewind. Customer also mentioned that they receive sensor error and have to change it after every 2 days. Insulin pump will not be returned for analysis.